Event description:
It was reported that particles were found in the reservoir of a large volume folfusor. This was noted after the device was filled with fluorouracil, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between march 8, 2013 and march 11, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The folfusor was received for evaluation. Visual and microscopic inspections were performed. No particles were identified during product evaluation. However, tiny white striated marks were identified on the outer surface of the bladder. These marks were identified to be antioxidant. Antioxidant is a component of the reservoir material; it is not a particulate matter. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.